Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The breathing system assembly was replaced to resolve the reported issue.

Event description:
The hospital reported that, co2 baseline is high during a case. There was no reported patient injury.